Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the pump¿s black box history showed evidence of sudden voltage drops on 01/19/2014. The pump was primed and exercised with no errors, alarms, or warnings. The electrical current draws were tested and were found to be above the required specifications. The pump¿s current draws returned to specifications after unplugging the cgm (continuous glucose monitor) connector from the printed circuit board. A cold solder connection was found at the pins on the cgm circuit. The pump maintained normal electrical current draws after re-soldering the pin and reconnecting the cgm circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.